Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy . It was reported that during an unscheduled clinic or office visit on (B)(6) 2020, patient reported loss of therapy. As for the cause, it was stated that the patient since their last appointment on (B)(6) 2019, developed symptoms a month ago after fallingout of their bed 2 times and landing on the ins site. After that the patient had post void dribbling, increased leakage and is through 4-5 pads per day. Patient called medtronic & read them the settings on their ins and was told the battery was dead. On 2020-09-28, the device was interrogation and device data specify results were impedances >4000 at amplitude 1.0 and 1.5 and they had lead fracture. The battery did not turn on when interrogated and gives alarm signal end of service( e.o.s). Hcp stated that it was related to the device or therapy and not related to the implant procedure. As for intervention, it was stated that they have tentatively scheduled for battery/lead revision on (B)(6) 2020. The outcome of this event is ongoing. No further complications were reported/anticipated at this time.

Event description:
Additional information was received from the hcp who stated that during an unscheduled clinic or office visit, it was noted that the battery and lead was explanted and replaced and the issue was resolved without sequelae (B)(6) 2020. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot#: va1havd, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy . It was reported that during an unscheduled clinic or office visit on (B)(6) 2020, patient reported loss of therapy. As for the cause, it was stated that the patient since their last appointment on (B)(6) 2019, developed symptoms a month ago after falling out of their bed 2 times and landing on the ins site. After that the patient had post void dribbling, increased leakage and is through 4-5 pads per day. Patient called medtronic & read them the settings on their ins and was told the battery was dead. On (B)(6) 2020, the device was interrogation and device data specify results were impedances >4000 at amplitude 1.0 and 1.5 and they had lead fracture. The battery did not turn on when interrogated and gives alarm signal end of service( e.o.s). Hcp stated that it was related to the device or therapy and not related to the implant procedure. As for intervention, it was stated that they have tentatively scheduled for battery/lead revision on (B)(6) 2020. The outcome of this event is ongoing. No further complications were reported/anticipated at this time.